Event description:
Account alleged that a pt's test data stored on their zip drive and later retrieved did not match the original data. The results did not affect pt treatment. The field rep did not confirm there was any malfucntion of the system.